Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. On approximately (B)(6) /2025, the patient experienced a skin tear and subsequent scarring following the insertion of a sensor in her arm. The skin reaction was localized to the area where the sensor was placed, resulting in a small scar. The patient reported symptoms including redness, mild pain, and irritation at the site of the sensor insertion. She performed self-treatment by applying a triple antibiotic ointment purchased from walmart, although the exact brand could not be confirmed. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was okay. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.